Event description:
Pt had a bifrontal craniotomy for tumor resection with intraoperative MRI imaging and intraoperative neurophysiologic monitoring including sseps and meps. The MRI was done with the platinum electrodes in place. When the surgical drapes were removed burns were noted at the site of the evoked potential electrodes on the forehead and bilateral chest. There were 2-4mm areas where the skin around the electrode appeared burned.